Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was not reviewed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4) g2: literature - it was reported from a journal article that a patient received a total ankle arthroplasty on 20-feb-2018. Subsequently, the patient underwent operative treatment related to taa but not involving taa components (e.g., osteotomy, fusion of other joint[s] of the foot, ligament repair or reconstruction). The reoperation occurred on 04-mar-2019 due to gutter impingement. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a journal article was obtained on nov 20, 2025 that reported a retrospective review of prospectively followed patients who underwent primary transfibular total ankle arthroplasty (taa) between the date range of approximately thirteen (13) to seven (7) years ago. The purpose of the study was to report the survivorship and causes of failure of the zimmer biomet implant, and the secondary aim was to describe the functional and radiographic outcomes. The study reported that approximately 12 months post-implantation, the patient underwent a subsequent operative procedure related to the ankle arthroplasty that did not involve arthroplasty components due to gutter impingement. Attempts have been made and no further information has been provided.